Event description:
It was reported that during pre-dilatation of a heavily tortuous, heavily calcified, concentric, 90% stenosed, de novo lesion in the distal right coronary artery, a nc trek 3.5x12mm balloon was inflated two times to 16 atmospheres for 20 seconds. The balloon slipped both times and then would not cross the lesion. The balloon was completely inflated and deflated each time. There was no reported resistance during advancement or retraction of the device from the anatomy. A non- abbott balloon was used to complete pre-dilatation and a non-abbott stent was deployed to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion bule; guide cath: axess jr4.0. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the device could not be completed. A review of the lot history record revealed no non-comfornances for the lot. A query of the similar incidents in the complaint handling database for the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.